Event description:
The customer reported the front panel led (light-emitting diode) was not glowing and the front panel switches were malfunctioning. The reported issue occurred during installation of the subject device at the customer site. There was no patient or procedure involvement.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issues (front panel led not glowing and switches not working) were confirmed and found to be caused by a flat cable failure. In addition, service found minor scratches on the top cover, the chassis, and the front panel. The rear panel, and the chassis was corroded. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10.a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the reported event (front panel led¿s not glowing and switch not working) was due to a defective internal harness cable. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.